Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged mobile power unit (mpu) patient cable was confirmed. The mobile power unit serial number (B)(6) was serviced at edc service center. Visual inspection revealed cuts in the patient cable. The damaged patient cable was replaced. The mpu was functionally tested per the procedure and passed all test steps. Further evaluation of the cable, performed at ppe (product performance engineering) group confirmed a damage to the patient cable with exposed and compromised orange (positive power line), red (echo line) and blue (negative power line) inner wires. Further measurements confirmed an electrical contact between the compromised wires and the shield. The cable was installed into a test mobile power unit (mpu) and the mpu was alarming and restarting as a result of the electrical contact between the compromised wires (positive power line and echo line) and the shield. The investigation was unable to determine the specific rot cause for the damaged cable. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev g, section 6 entitled ¿equipment maintenance¿ (storing 6-3 and cleaning and maintaining the equipment 6-4) and instruction for use rev g, section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook rev g and instruction for use rev g caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit had a broken cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.